Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level, exact value was not provided. Customer delivered a correction bolus via the pump to address high bg. During a system check with tandem technical support, it was confirmed that no insulin was seen exiting the cartridge. In addition, it was reported that the insulin gauge was inaccurate. Customer changed the cartridge to resolve the issue.